Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming functional testing. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor failed a pulse test with code 203 (pulse test fault) during incoming functional testing. The cause for the pulse test failure was isolated to a cracked resistor, r90, on the defibrillator board. The root cause for the damaged r90 resistor could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.